Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that several overview stations have lost connection because the surveillance stations are in local mode. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Results of functional testing indicate several pics went into local mode due to a networking issue. The customer network was a pscn. The field service engineer (fse) went onsite and found that approximately (B)(4) switches got knocked off the network due to trunk ports going into err-disabled mode. The ports were bounced and "no keepalive" was added to reduce the chance of stp loops. The testing conducted, the cause of the reported problem was a network issue. After the ports were fixed the device was operational .